Event description:
It was reported the device reached elective replacement indicator recommended replacement time (rrt) within two years of implant. Given the usage of the device, early battery depletion was suspected due to the monitor being on and schedule transmissions not being sent. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. The actual longevity was less than (B)(4) longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 5076-45 implantable pacing lead: (B)(6) 2010; 419688 implantable pacing lead implanted: (B)(6) 2010. (B)(4).